Event description:
It was reported during routine testing that cardiosave iabp maintenance required alarm in the device. No patient involvement.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) visited the site. Found device was showing "maintenance may required" and also safety disk was due for replacement. Clear all the log files. Replaced the safety disk as due for replacement. Performed the full testing and calibration as per specifications. Performed the electrical safety testing as per as3551 standard. Device was working within specifications.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6, h11. Corrected fields: h6 (component codes).

Event description:
Pah rp cardiosave screen not working on (B)(6) 2025 - customer advosed screen not working. No one was harmed. Cardiosave hybrid type I plug. Technicians remarks: /wd: 2023-01-01 /CT: prem cardiosave s/n: (B)(6) /so1d 2025-08-21 /so2d 2024-12-02 /so3d 2024-01-10.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation in e1 for event site telephone, the full event site telephone is (B)(6).